Manufacturer narrative:
The device evaluation was completed for the reported event of "over-pressure at 20.7psi, over-pressure at 19.7psi." A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was conducted and it noted no related failures. The reported event was not verified or reproduced. The device was found to operate as designed during fluid pressure testing. The reported event did not accurately capture the reported symptom. The correct symptom was "over-pressure at 20.7psi, over-pressure at 19.7psi."

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion). Any patient involvement, injury or medical intervention is unknown.